Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately high in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. The patient claimed that the alleged meter inaccuracy began on (B)(6) 2016. The patient reported obtaining 4 alleged inaccurate high blood glucose results of ¿154 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with oral medication, diet and exercise, she denied taking any action in response to the alleged issue. On (B)(6) 2016, the patient reported she developed symptoms of ¿shaking and anxious. In response to the alleged symptoms she self-treated with some glucose gel. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.